Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's reservoir had a leak passed the second o-ring. The leak was located in the bottom of reservoir. Customer removed her insulin and they noticed the leak. The customer's blood glucose ranged between 263mg/dl-312mg/dl.